Event description:
An other health professional reported that during intraocular lens (iol) implantation, lens did not advance, the pusher was gliding over the lens. There was patient contact and no patient harm. The surgery was completed with a back up lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company's iol with preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The product has not been received to evaluate. File will be reopened when product is received. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned in the opened carton. The plunger lock and lens stop were in the used device upon return. The plunger was oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced toward the far end of the loading area and has overrode the lens. The lens was partially advanced into the nozzle entry area. The trailing haptic was extended on the optic surface along the left side of the plunger. The leading haptic was folded toward the left side of the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The root cause cannot be determined for the reported complaint. A plunger override was observed. The manufacturer internal reference number is: (B)(4).